Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported blood started to leak around the plunger of the syringe. To aid in the investigation, one empty sample with no packaging flow wrap or tip cap was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. It could be possible the unit is not being used as intended. This product is designed to flush the IV by expelling the saline solution. After, the unit should be discarded. The product is not designed to pull the plunger rod back. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 306547, lot 4029671. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material# 306572 batch# 4029671. It was reported by customer that blood started to leak around the plunger of the syringe and out through the bottom. Verbatim. Rcc received a complaint via email. Email(s) attached. Product: 306572. Lot: 4029671. Date of incident: (B)(6) 2024 patient harm: no. Sample available: yes. Incident: writer was flushing cvc line with bd posiflush and pulled blood back into the syringe to do a vigorous flush. While doing so, blood started to leak around the plunger of the syringe and out through the bottom.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on may 7, 2024 they met with the patient for a device follow up appointment and found that there was a contact with impedances over (B)(4) ohms. No symptoms reported.  The rep reprogrammed around that affected electrode. The cause was not known. Patient weight was requested but was not made available to the rep.